Manufacturer narrative:
A third party service technician evaluated the ventilator. Since the blender was working intermittently the oxygen blender was replaced and 10k pm was performed as well. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the ltv 1200 unit's blender is working intermittently. At this time, there is no information regarding patient involvement associated with the reported event.